Event description:
Reportedly, the status led of the subject home monitor remained orange, even after some tests.

Manufacturer narrative:
B5 slightly modified. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the leds of the subject home monitor remained orange, even after some tests.